Manufacturer narrative:
Manufacturing site: manufacturing site could not be identified because the product lot number information was not available. As the information in this report was entirely based on literature, which did not provide such detailed device information as lot number or unique device identifier (UDI), no other information than the brand name could be obtained. Device evaluation could not be performed because the affected devices were not returned. Lot history records review could not be conducted because lot information was unavailable. All the shipped products were inspected in the production process and satisfied the product specifications and release criteria; therefore, it was concluded that there was no anomaly in product quality. As there were no detailed descriptions in the literature about how the asahi gaia second guide wire was involved with the reported vessel dissection, the cause of the reported vessel dissection or which devices were involved could not be identified with the literature. Referring to known similar events, it was presumed that the vessel dissection was most likely associated with patient anatomy and the concomitant device. A possibility could not be completely ruled out that the gaia second guide wire might have contributed to the vessel dissection. Additional treatment using a snare and balloon trapping and procedure delay were considered adverse patient effects. No CAPA will be taken. Instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip. Otherwise, the guide wire may be damaged and/or vessel trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. Use this guide wire carefully as the guide wire may penetrate the blood vessel. Otherwise, it may cause adverse events such as blood vessel perforation and coronary artery dissection. The higher torque performance, stiffer distal end, and/or higher advancement force may present a higher risk of perforation or injury than if using a more flexible guide wire. Therefore, use the most flexible guide wire that will treat the lesion (i.e., the guide wire with the smallest tip load that will treat the lesion), and take due care to minimize the risk of perforation or other damage to blood vessels. [Malfunction and adverse effects] vessel dissection.

Event description:
It was reported through literature that an asahi gaia second guide wire was involved with vessel dissection, additional treatment and procedure delay. Publication: jacc: case reports vol. 30, no. 26, 2025 title: iatrogenic aortocoronary dissection: management and outcomes. Excerpt: our institute performs roughly 5,000 coronary procedures annually, with iacd occurring in 1 to 4 patients. We describe 4 such patients from 2024 to highlight management approaches and preventive strategies. Patient 4 a 51-year-old man who underwent pci to the rca 6 years ago presented with 3 months of exertional dyspnea. Angiogram revealed an occluded rca stent with normal left-sided coronaries. Cto recanalization began with 0.014-inch fielder and fielder xt guide wires (asahi intecc) using a judkins right catheter. Subsequently, the approach shifted to an amplatz left-1 catheter with a gaia-2 wire (asahi intecc). During manipulation, the gaia wire became entangled within the lesion. After several failed attempts to snare the wire, we deeply engaged the catheter and successfully extracted the entangled wire using balloon trapping. A second gaia-2 wire crossed the proximal cap but failed to traverse the distal cap, leading to procedure abandonment. The final angiogram showed a dunning type ii iacd of the proximal rca into the aorta. Echocardiography revealed a dissection flap without aortic regurgitation. Given the absence of anterograde rca flow, conservative management with close monitoring was chosen. Serial echocardiography over the next 2 days showed regression of the dissection flap. Cardiac magnetic resonance imaging performed after 6 weeks confirmed a sealed-off aortic dissection and nonviable rca territory. The patient remained stable at the 6-month follow-up and was advised continuing conservative management. More careful wire handling and avoiding deep catheter engagement could have prevented this event. Discussion in our series, the iacd in patients 1, 3, and 4 stemmed from deep catheter engagement alongside wedged contrast injection, and the iacd in patient 2 was due to aggressive balloon dilation. The case of patient 4 highlights the risks of multiple manipulations after wire retrieval. Table 1 comprehensive patient review and analysis patient 4 age/sex - 51/male risk factors - smoker prior pci/mi/cva - pci to rca 6 y before ejection fraction (%) - 42 presentation - sihd culprit vessel - rca catheter/access - 7-f amplatz left 1 / femoral iacd type (dunning) - ii possible mechanism of dissection - deep catheter engagement + contrast injection into the ballooned segment management strategy --conservative (wait and watch) intravascular imaging - none post-pci imaging - echocardiography daily + cardiac MRI (1 mo) outcome --stable; discharged after 3 days follow-up -doing well for 6 months.